Event description:
The facility's biomed tech reported an infusion pump with failure code 32. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No add'l contact info was provided.